Manufacturer narrative:
Concomitant medical products: product ID: 5076-52 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high threshold on the right ventricular (rv) lead. The lead was explanted and replaced. It was also reported during the rv lead replacement, the right atrial (ra) lead dislodged. It was noted the lead was previously turned off due to atrial standstill. The lead was removed. No patient complications have been reported as a result of this event.